Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A product development evaluation was conducted and the report indicates: the device is a standard retractor blade used with the synframe access and retractor system. The retractor attaches to the guide rod. This retractor is radiolucent to allow for anatomy visualization with fluoroscopy. This functional requirement dictates the material - (B)(4). The engineer reviewed the drawing for the device and the drawing includes the appropriate dimensions, material, and finishing processes for a robust radiolucent retractor blade. The guide rod provides adequate clearance to accept the retractor. Excessive force may have been applied to the blade while it was not fully seated in the wound site. There is not enough information as to how this was being used during retraction. The design risk assessment was reviewed and found to be adequate for the intended use. This document adequately addresses the hazard of this complaint. Investigation is on-going. A review of the device history record has been requested.

Event description:
During an anterior fusion procedure, the radiolucent retractor blade broke in two parts away from the wound at the synframe holding portion while retracting. Both portions were retrieved immediately. Additionally, the ratchet spring for the adjustable synframe retractor holder broke on the synframe holder. Back up replacements were used for both devices. No injury to patient and no delay to procedure were reported. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Due to the damage the complaint relevant dimensions cannot be checked to manufacturing specifications anymore. The thickness of the blade meets the specifications. The damage appearance points to the fact that the instrument was subjected to mechanical overload. This complaint is indeterminate from a manufacturing standpoint. All DHR records were reviewed and at the time of release to the warehouse the product met specifications.